Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low-voltage lead exhibited high capture threshold measurements and a helix mechanism issue, which resulted in failure of the helix to extend and retract. The physician attempted to reposition the lead; however, the attempt was unsuccessful. The low voltage lead was removed and replaced. The patient remained in stable condition following the procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, while the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Upon visual examination, the helix was found to be retracted and clogged with blood/tissue. X-ray examination of the helix mechanism revealed no anomalies or distortion of the helix or inner coil that could have contributed to the helix issues reported in the field. After the blood/tissue was cleaned from the helix, extension and retraction of the helix were achieved when torque was applied to the connector pin. The cause of the reported helix mechanism issue was determined to be blood/tissue in the helix region. Electrical testing did not reveal any indication of conductor fractures or internal shorts.